Event description:
The customer reported that his m90 speaker was not providing any sound. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that there was no sound coming from the monitor. There was no adverse impact reported or indicated. Device labeling (IFU) adequately warns users not to rely solely on audible alarming and specifies that effective monitoring includes close personal observation. A field service engineer (fse) went outside and confirmed that the mainboard failed. The main board was replaced by the fse resolving the issue. The monitor was tested and all tests passed per its specifications. The trending data does not support that there is any mfg, design, labeling, or materials problem. The replacement of the main board resolved the speaker malfunction and audio issue. No further investigation or action is warranted.